Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the right brachial vein of a (B)(6) male patient (B)(6) in the ICU. The patient encountered a fungemia infection with a chloragard PICC in place 71 days post insertion. The catheter was placed on (B)(6) 2016 and was removed on (B)(6) 2016. The patient spiked a fever on (B)(6) and two peripherally drawn blood cultures were taken on the (B)(6). The cultures showed positive for candida. Once the PICC was removed the patient's temperature returned to normal. There was no patient death reported.